Manufacturer narrative:
This event is no longer reportable since information from the field indicates the device remains in service and there no issues.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance issue. No additional adverse patient effects were reported. Information from the field indicates this device remains in service and there were no issues.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a product performance issue. No additional adverse patient effects were reported.